Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, images dark, a specific cause for the image issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during preparation for use the camera head was found that when the camera was turned on, the image was darkly undefined and lacking detail. The intended procedure was completed successfully with a similar device. There were no reports of patient harm associated with this event. Subsequently, the customer informed olympus that the product will not return.